Event description:
It was reported that the patient got the device rebooted a few years prior to report they just ¿jumpstarted it.¿ later it was reported that the system was not rebooted, but the leads were replaced a few years prior to report. The reporter did not have information on which healthcare professional (hcp) replaced the leads. The patient did resume good therapy after the leads were replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).